Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location during fill 2 of 4 of their pd treatment. There was no fluid discovered on the external of the cassette or in the pump module area. The patient reported receiving multiple air detected in cassette alarm during fill 2 of 4 of treatment. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient confirmed the reported event. The patient reported that they received an air detected in cassette alarm during fill 2 of 4 of treatment, upon looking around, the patient saw fluid leaking from the liberty cycler set patient line¿s connector. The cause of the leak is unknown and no other fluid leaks were found. The patient confirmed that fluid did not get in or near the cycler and confirmed that fluid had only gotten onto the patient. The patient confirmed that only the patient line connector was leaking and confirmed that there were no bag leaks or issues with the bags. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The cassette used by the patient is available to be returned to the manufacturer for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location during fill 2 of 4 of their pd treatment. There was no fluid discovered on the external of the cassette or in the pump module area. The patient reported receiving multiple air detected in cassette alarm during fill 2 of 4 of treatment. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient confirmed the reported event. The patient reported that they received an air detected in cassette alarm during fill 2 of 4 of treatment, upon looking around, the patient saw fluid leaking from the liberty cycler set patient line¿s connector. The cause of the leak is unknown and no other fluid leaks were found. The patient confirmed that fluid did not get in or near the cycler and confirmed that fluid had only gotten onto the patient. The patient confirmed that only the patient line connector was leaking and confirmed that there were no bag leaks or issues with the bags. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The cassette used by the patient is available to be returned to the manufacturer for physical evaluation by the manufacturer.

Manufacturer narrative:
Corrections: h6.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location during fill 2 of 4 of their pd treatment. There was no fluid discovered on the external of the cassette or in the pump module area. The patient reported receiving multiple air detected in cassette alarm during fill 2 of 4 of treatment. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient confirmed the reported event. The patient reported that they received an air detected in cassette alarm during fill 2 of 4 of treatment, upon looking around, the patient saw fluid leaking from the liberty cycler set patient line¿s connector. The cause of the leak is unknown and no other fluid leaks were found. The patient confirmed that fluid did not get in or near the cycler and confirmed that fluid had only gotten onto the patient. The patient confirmed that only the patient line connector was leaking and confirmed that there were no bag leaks or issues with the bags. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The cassette used by the patient is available to be returned to the manufacturer for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint product sample on (B)(6) 2022 from the customer, the sample was received with original package. During the disinfection of the complaint sample, the alleged failure mode was confirmed; a leak was found in the cassette film. During the visual inspection with the microscope a hole in the film was found, this kind of damage could be caused for and stress and strain on the film during teach pump when mushroom head is fully extended against the cassette. In the liberty select cycler user¿s guide of the product, there are indications for the patient to avoid this kind of damage: ¿caution: use caution when touching the cassette film to prevent damage.¿ in addition, there are indications in the instructions for use (IFU) of the liberty cycler set and, in the liberty, select cycler user¿s guide to do not use the product if there is a damage found in the cassette. IFU ¿inspect cycler set tubing and cassette film for damage¿. Liberty select cycler user¿s guide: ¿warning: do not use damaged cassettes for your treatment. Damaged cassettes can lead to leaks, contamination, and infection¿. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The event was confirmed, and the cause was linked to the device, but unable to trace more specifically. The returned sample was scrapped after evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location during fill 2 of 4 of their pd treatment. There was no fluid discovered on the external of the cassette or in the pump module area. The patient reported receiving multiple air detected in cassette alarm during fill 2 of 4 of treatment. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient confirmed the reported event. The patient reported that they received an air detected in cassette alarm during fill 2 of 4 of treatment, upon looking around, the patient saw fluid leaking from the liberty cycler set patient line¿s connector. The cause of the leak is unknown and no other fluid leaks were found. The patient confirmed that fluid did not get in or near the cycler and confirmed that fluid had only gotten onto the patient. The patient confirmed that only the patient line connector was leaking and confirmed that there were no bag leaks or issues with the bags. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The cassette used by the patient is available to be returned to the manufacturer for physical evaluation by the manufacturer.